Manufacturer narrative:
Reported event: it was reported that mics handle screw fell out during surgery. Product evaluation and results: product history review: device history records indicate 25 devices were manufactured under lot k09gv and 24 including 4202134 were accepted into final stock on 5/06/17. A review of qt17-05-0029 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09gv shows 0 additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Event description:
Mics handle screw fell out during surgery. Tka procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handle screw fell out during surgery. Tka procedure.